Event description:
Metal tip of handle broke off upon using the handle to insert the glenosphere.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned orientation guide confirmed the tip broke off. Previous investigations found the breakages are due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on (B)(6) 2008 via (B)(4). The complaint sample was manufactured prior to the change as the first batch was lot number 2761863. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.